Event description:
It was reported that the left ventricular lead dislodged. The physician intended to reposition the lead but due to the patient's anatomy it was difficult to reposition. The lead was explanted and replaced. It was noted that the patient is taking part in the more-care study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.